Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in the xience prime small vessel (sv), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25 x 28 mm xience prime stent was implanted on (B)(6) 2014. The patient was discharged home, (B)(6) 2014 on medication. On (B)(6) 2014 the patient was readmitted with recurrent chest pain. The patient was evaluated and treated with medication. On (B)(6) 2014 the patient was discharged. No additional information provided.

Manufacturer narrative:
(B)(4). The date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(4) 2017.